Manufacturer narrative:
The complaint of "during shoulder arthroscopy, the lower jaw has broken" is confirmed. The device has not been returned for evaluation however the provided photographic evidence exhibits the reported failure. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. The service history was reviewed, and no prior data was found. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including to avoid lateral stresses to the instrument or device function may be compromised a determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item smi-02ap, serial #(B)(4). It was reported that "during shoulder arthroscopy, the lower jaw has broken, while the surgeon inserted the rotator cuff tendon in suture passer jaw. It was reported that the device had some successful shots and the lower jaw broke after 5th or 6th shot. It took time to find the broken jaw in the joint". It was clarified that the lower jaw of the device broke off completely while on its way into the tissue. The piece was removed by using a grasper and no fragment remained in the patient. The issue occurred during a rotator cuff procedure involving a (B)(6) male patient weighing (B)(6) on (B)(6) 2019. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with 20-minute delay by using an alternate suture hook. Due to previous filings for similar issues, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.